Event description:
Intraluminal bleeding occurred from the gastric pouch on the first day postoperatively following a laparoscopic gastif bypass procedure. The patient required 3 units of blood transfusion. There was no reported device issue that occurred during the procedure. The assisting surgeon believes the cause of the bleeding is poor hemostasis from using the device. The patient was stabilized and ther was no further consequence reported.